Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the phenomenon ¿no image¿ was confirmed. Based on the results of the investigation and the information provided, it was confirmed that no image occurred due to printed circuit board failure. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no image. The issue occurred during receipt inspection. There were no reports of patient harm.